Event description:
It was reported that pieces had broken off of nine devices. It was unknown how the parts broke. No additional information was reported. No patient involved. This is report 8 of 9 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the ao coupling extension shaft belongs to the screw removal system and is connected to the appropriate screwdriver shaft in screw removal cases where the screw is deep in the tissue. The technique guide for this devise was reviewed for proper usage (j8569-c). One ao coupling extension shaft (part# 03.900.002, lot# 8154908, mfg nov2012) was returned with the complaint that ¿it was reported that pieces had broken off part numbers 338.23(6), 319.091, 319.39 and 03.900.002. It was unknown how the parts broke.¿ upon the receipt of the ao coupling extension shaft it was seen that the coupling end which attaches into the handle is twisted suggesting that it was over torqued during removal, the coupling sleeve mechanism is working properly, confirming this complaint. Drawing se_067061 rev b was reviewed and it was seen that the design, material and finishing procedures are appropriate for the intended use of this device. This complaint has a most likely root cause of being used to extract a screw which required a greater torque than this device was designed to withstand, it is also possible that this was torqued with force imposed on the proximal coupling while not inserted in a designated handle given the markings on the device. This complaint is confirmed; however given the lack of information received, the ultimate cause of this failure is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.